Event description:
A biomedical engineer reported that during laser treatment, a system message was displayed that indicated the laser required service. The procedure was aborted and rescheduled. The biomed indicated there was no harm to the pt.

Manufacturer narrative:
The customer sent the system for in-house eval. The system was evaluated and the laser engine was found to be nonconforming. No further service activity was completed as the customer requested the system be returned unrepaired. There was one add'l complaint for this system within the last 24 months. The root cause is a nonconforming laser engine. (B)(4).